Event description:
It was reported that the patient presented for right ventricular (rv) lead replacement while exhibiting bradycardia. Upon interrogation, it was noted that the rv lead exhibited failure to capture and high, out of range pacing impedance. The rv lead was capped and replaced on (B)(6) 2022. The patient was stable throughout the procedure.

Event description:
New information notes that the right ventricle lead also exhibited conductor fracture.